Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. Additionally, the pump touch screen was unresponsive. The customer did not have a form of insulin therapy at time of call and contacted their healthcare provider. Customer¿s blood glucose (bg) value ranged from 134 mg/dl to the highest level displayed as "high" on the continuous glucose monitor with moderate ketones. Elevated bg was a result of the unresponsive touch screen. A correction bolus was administered to address the bg.